Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Multiple supply changes occurred and the issue continued. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level; bg cause was not known. A manual injection was administered to address bg. Reportedly, the customer reverted to alternate therapy for insulin deliveries.